Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected power loss anomaly, off no power anomaly, low battery alarm anomaly or battery icon anomaly noted. Pump had cracked case at display window corners and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an off no power alarm without a prior low battery alert. The customer's blood glucose reading was 175 mg/dl. The customer performed troubleshooting but it did not resolve the issue. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.